Event description:
It was reported that during a coil embolization the 3x6 mini complex fill coil did not detach until the pressure of the trufill dcs syringe ii went up to the red zone. The IFU directs to increase the pressure to the green zone and then increase to the red zone if the coil does not detach when pressurized to the green zone. Based on this, although the coil did not detach in the green zone, it did detach per the procedure as outline in the instructions for use (IFU). However, the analysis of the returned product found the coil attached to the gripper. With follow-up investigation, no further information has been obtained to clarify the discrepancy between the reported difficulty to detach and the possibility of a failure to detach as indicated by the returned product. The syringe was utilized twice to deploy other coils. The blue zone or red (alternative zone) was not exceeded before detaching the coil. There were no damages to the delivery system or syringe after detachment.

Manufacturer narrative:
The returned orbit dcs delivery tube was received coiled inside a plastic bag with kinks noted on the hypotube. Because it was reported that there were no damages to the device during use, these kinks are likely due to post procedure handling/packaging for return and are not manufacturing related. The support coil, gripper and coil were inside of the zipped introducer and no damages were found on these components. No damage was found on the hub with inspection. The gripper was inspected under microscope and no damages were observed. The coil was inspected under microscope and was found with no kinks or damage. A white to clear substance that appears to be contrast medium was found adhered to the coil. The delivery tube was purged with a lab sample syringe 635-001. The delivery tube was introduced successfully into a lab sample microcatheter, prowler plus and no resistance or friction was experienced. Using a lab sample syringe 635-001, the embolic coil detached when the syringe was increased to the green zone. Review of lot 13374427 and sub assembly lot 13353933 and 13344276 revealed no anomalies during manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including embolic headpiece attachment strength pull test, embolic coil pull test, and embolic coil detachment pressure test. The complaint for difficulty to detach and the possible failure to detach were not confirmed with functional testing. Based on the available information and the analysis, it appears that procedural factors contributed to the event. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2009-00075.